Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 509 mg/dl and the current blood glucose level was 375 mg/dl. Customer was worried above 400 mg/dl reading had 3.6 active insulin. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they used auto mode feature at time of high blood glucose event. Customer states the cannula was bent. Customer reported inaccurate sensor readings that triggered a threshold suspend. Customer other blood glucose was 333 mg/dl and sensor blood glucose was 385 mg/dl. The insulin pump will not be returned for analysis.